Event description:
It was reported that stent dislodgement occurred. An 8.0x30x135cm express ld vascular stent was selected for use. However, the stent was dislodged when the physician was flushing the stent in vitro. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that stent dislodgement occurred. An 8.0x30x135cm express ld vascular stent was selected for use. However, the stent was dislodged when the physician was flushing the stent in vitro. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: express-vascular ld, pmtd 8.0x30x135cm was received for analysis. A visual and microscopic examination identified that the stent had been moved to position that was approximately 8mm proximal of the distal markerband. A microscopic examination found no damage to the displaced stent. No other issues were identified with the stent that could potentially have contributed to the complaint incident. A visual examination identified that the balloon had been not subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The crimp marks of the displaced stent were clearly visible on the balloon material. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device.